Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident and the current blood glucose of the patient is 489 mg/dl. The customer¿s other blood glucose was 471 mg/dl. Customer treated with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Manufacturer narrative:
Additional information of product has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the product has been changed from mmt-xxx to mmt-1780kpk.